Event description:
Physician was performed a retropubic outside-in procedure for urinary incontinence using the gmd universal sling in 2009 without incident. A week later, pt experienced retention. No further information on pt is known.

Manufacturer narrative:
Evaluation codes: other - there was no device malfunction during the procedure. Device functioned according to specifications.